Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly and no issues were observed. Activated the sensor using a known good reader and the blue tooth connection was successful. Linearity testing was performed and passed. Testing was performed on the reader to simulate signal loss. The signal loss message was observed therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported a signal loss and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucagon, glucose gel, and sugar and carbohydrates by a third-party. There was no report of death or permanent impairment associated with this event.